Event description:
The customer contact reported the pump did not sound audible alarm tone during an alarm condition. The pump was returned to the biomedical dept. With an unsigned note that stated, "does not work properly." No tracking information was provided; therefore, specific pt information , pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm during an alarm condition. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reported upon query by hospira personnel.